Event description:
End-user stated that bgs were high and a leak was detected at the soft cannula. End-used has had a difficult time removing the introducer needle after insertion and very painful. In 2002 maersk medical a/s received the complain and 1 used cannula part.